Manufacturer narrative:
On 8-oct-2025, bwi received additional information regarding the event. It was reported that a stroke was specifically heard, the symptoms did not fully resolve within 24 hours. However, symptoms were reported to have improved. The physician workflow appears mostly consistent with the IFU (instructions for use). Of note, there were a large number of ablations on the posterior wall (9 ablations). In clinical trials and other post-market data, there is typically less energy delivered to the posterior wall. The patient is a higher risk patient, with a high chadsvasc score -and- a history of stroke¿patient history is a potential contributing factor. The patient was long-standing persistent atrial fibrillation (lspsaf) that presented in afib. The patient was ablated in afib and was not cardioverted. 81 pfa (pulse field ablation) applications were done (27 ablations, 3 incomplete). Act (activated clotting time) was >350 sec. A vizigo was used. There were about 3 catheter exchanges. Pre-ablation thrombus check was performed. Protamine was given. MRI confirmed a brain emboli. Also, a very high number of rf (radiofrequency) ablations were performed with qdot (123). This was a very lengthy, 5-hour long procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. It was confirmed that patient was treated for persistent afib (psaf). The safety and efficacy of the varipulse¿ catheter when used with a trupulse¿ generator has been determined in the admire and inspire trials in the treatment of subjects with symptomatic paroxysmal atrial fibrillation (paf). The safety and efficacy of their use in the treatment of other arrhythmias have not been established. An internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus (instructions for use) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the day after an atrial fibrillation cardiac ablation procedure with a varipulse/ thermocool smarttouch sf catheter, the patient experienced a stroke requiring admission to stroke care unit. After an persistent atrial fibrillation procedure, the patient was readmitted to the hospital the following day because they had a stroke. When asked if the patient is now stable, the medical team stated that they heard the patient's condition is now "getting better". The following j&j medtech electrophysiology products used during the procedure were varipulse catheter vizigo bi-directional guiding sheath, thermocool smarttouch sf catheter decanav mapping catheter, pentaray nav eco, trupulse generator, carto 3 system, and soundstar catheter. The stroke symptoms (symptomatic speech deterioration) presented around 11am to noon the day after procedure, and MRI (magnetic resonance imaging) confirmed emboli in the brain. Long standing persistent patient treated, and not able to form words around noon after the ablation (not sure of time between ablation and symptoms). The physician saw the patient in the morning (9am) the next day and the symptoms were resolved. The patient did have a high chadvas score. Since treatment, this is the first time patient has been in nsr (normal sinus rhythm) for a very long time, so experiencing a good treatment outcome outside of the tia (trans ischemic attack) that was observed. The physician¿s opinion on the cause of this adverse event was unsure of cause. The patient had a history of stroke before the procedure. The outcome of the adverse event was improved. The patient required extended hospitalization because of the adverse event admitted to stroke unit care. The ablation performed during this procedure were 27 pfa (pulse field ablation) lesions with varipulse, and 123 rf (radiofrequency) lesions included four pulmonary veins and a posterior wall. No evidence of char or blood thrombus/clot during the procedure. The act (activated clotting time) during procedure was >350. The sheath and the catheters were exchanged ~3. One transseptal puncture site was performed during the procedure. The correct catheter settings selected on the generator for pfa, and for rf yes except for first couple lesions which had not yet been set to stsf settings on smartablate. Those were delivered with 2 ml/min with no signs of issues. Proper flow set for the rest of the procedure. No issues with flow rate change at the start of ablatio, and 30ml was used throughout. No observations such as intracardiac excessive microbubbles observed via ultrasound, excessive impedance errors noted during the case. The patient¿s rhythm during ablation was sinus. The type of electrophysiology procedure being performed was pvi (pulmonary vein isolation) the first time. The arrhythmia treatment for this procedure was persistent afib. Pre-ablation thrombus check was performed. The patient did not have any anatomical abnormalities. No ablation stacking occurred for this procedure. The irrigation rate used during this procedure was 30ml/min. It was reported that a stroke was specifically heard, the symptoms did not fully resolve within 24 hours. However symptoms were reported to have improved. There are two reports submitted for this event. One for the stsf and for the varpulse. This report is for the varipulse.